Event description:
It was reported that difficulty removal occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified middle of the circumflex artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. After the stent balloon deployment at nominal pressure for 15 seconds, difficulty removal of the balloon was encountered upon pulling back. The guide was repeatedly sucked in for two minutes, and negative pressure was applied in an attempt to remove all air from the balloon. The device was removed in one piece and the procedure was completed with a different device without any patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device synergy xd mr us 2.50 x 16mm stent delivery system was returned to the complaint investigation site (cis) for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. No stent was returned for analysis, consistent with the reported event of the stent being deployed without issue. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was inflated successfully and without issue. A vacuum was applied, and the balloon deflated fully with no issues noted. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure of 18 atmospheres (atm) as per instructions for use (IFU). No other device issues were identified during returned product analysis.

Event description:
It was reported that difficulty removal occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified middle of the circumflex artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. After the stent balloon deployment at nominal pressure for 15 seconds, difficulty removal of the balloon was encountered upon pulling back. The guide was repeatedly sucked in for two minutes, and negative pressure was applied in an attempt to remove all air from the balloon. The device was removed in one piece and the procedure was completed with a different device without any patient complications reported.